Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having difficulty locking the reservoir in place. They were able to rewind successfully. The drive support cap was not damaged, the piston was all the way back, and the customer removed the plunger. The customer was advised to try a new reservoir at which point they stated that they used a new infusion set with the new reservoir and were able to successfully lock it in place. They stated that the reservoir was now working. The customer's blood glucose was 598 mg/dl. Nothing further was reported.